Manufacturer narrative:
Taper ii medwatch sent to FDA on: 09/29/2015. The product associated with this report has not yet been returned. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding the serial number of the device has been requested, to date no additional information has been received. This event was reported by the patient, and to date apollo has been unable to confirm the events with the patient's physician. Device labeling addresses the possible outcome of leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Patient reported that in early 2015 they experienced no restriction. Patient's physician had them come in for a fill, and when physician had them come back, there was no fluid left in the band. The patient had their lap-band system explanted and had a new lap-band system implanted during the same surgery.

Manufacturer narrative:
Supplement #1 sent to FDA on 02/04/2016. The device was returned for analysis, and evaluation is in process by apollo.

Event description:
Follow-up information was received from the physician regarding the reported leak, noting the lap-band was "supposed to have 5cc, only found 3cc."

Manufacturer narrative:
Supplement #2 - medwatch sent to FDA on 06/03/2016. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection noted the band ring and shell to be discolored, they were blue in color. Red particles were noted on the outer surface of the shell. The band buckle was noted to be broken/separated. An air leak test was performed on the tubing, and noted the band tubing to be leaking from an area which appeared brittle. A fill test was performed on the port, and no blockage or resistance to flow was noted. Under microscopic analysis, the band tubing was observed to be stiff, brittle and had two sharp breakages which resulted in leakage.